Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that approximately two months following photo refractive keratectomy (prk), the patient presented with mild dryness in the left eye. The patient reported feeling increased burning sensation in the eye, as well as tearing upon waking in the morning. The patient's uncorrected vision was not affected. The patient was treated with artificial tears, and two weeks later, the symptoms had improved. No further information is expected.